Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction/determine if device behavior dislodged cannula could have contributed to the reported high blood glucose, subsequent ER visit. Lot release records were reviewed and the product lot met all acceptance criteria the omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient's mother reported her daughter's blood glucose (bg) levels increased to above 500 mg/dl. She did not feel the pod was delivering insulin and stated the cannula had dislodged. The child was taken to the emergency room and was given 10u of insulin and IV fluids. The pod was worn between 4 and 24 hours. The pod was discarded and is not available for evaluation. (B)(6).